Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4)

Event description:
It was reported that their is fluid under the screen and there is fog under the screen. Troubleshooting occured. Advised insulin pump would be replaced. No additional information was provided.

Manufacturer narrative:
The insulin pump was received with minor scratches on the display window, a cracked reservoir tube lip, cracked reservoir tube and missing the end cap sticker. The insulin pump had moisture damage on the electronics.